Event description:
It was reported that the patient had a decrease in therapeutic effect and a broken catheter. It was indicated since implant that the patient constantly had lioresal concentration increased. Around the time of implant, the patient was on 120mg of oral medications and now she was taking 400mg of oral medications. It was reported after pump refills that the patient would feel good for barely a week, then she would start to feel worse. In addition, it was noted that she had been stiff for periods of time after initial efficacy of each refill. The patient had an appointment on (B)(6) 2012 for a spinal fluid check and it was noted that the health care provider (hcp) could only draw out 1-2 drops. An x-ray was performed and it revealed that the catheter was broken. It was indicated that the patient was scheduled to have the catheter replaced on (B)(6) 2012. It was unclear if the hcp would take the old catheter out. It was also reported that the patient had a fall in (B)(6) 2012 and hit her head. The outcome of the patient and event was not provided. The drug delivered via pump was lioresal. Additional information had been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that the patient continued to have concerns regarding the device or therapy but was working with the healthcare provider (hcp) or manufacturing representative and anticipated surgery on (B)(6) 2012. The patient also noted a blood patch, however it was not clear if one had been done or was being planned. It was later reported by the hcp that the cause of the event was attributed to a catheter fracture, which was confirmed by an MRI done on (B)(6) 2012. The catheter break/fracture was in the distal segment, and a surgical catheter revision was performed. The patient was experiencing a lack of efficacy and did require hospitalization. The patient outcome was reported as "no injury". A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).

Event description:
Additional information clarified the patient was taking 800mg of oral medication.

Manufacturer narrative:
Product ID 8709sc, serial #(B)(4), implanted: (B)(6) 2011, product type catheter; product ID 8591-38, lot # d01852, product type accessory.